Manufacturer narrative:
(B)(4)

Event description:
It was reported that a power on reset (por) condition occurred with an implanted ins device. No further pt symptoms, outcome or details were provided. Additional info was requested but not provided at the time of this report.